Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported unused device was returned in its original package for evaluation. Visual inspection verified the device packaging had a seal transfer less than 1/4" along the chevron seal area of the packaging. However, dye leak testing confirmed that there were no open seals on the pouch; therefore, this defect did not result in a breach of sterility. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the second complaint for this product and failure mode. A two-year review of complaint history revealed a total of (B)(4) complaints have been received for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use provides the following warning. If packaging has been opened/damages or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one 0034980 surgical instrument with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.